Manufacturer narrative:
The insulin pump was received with critical pump error open book image and pump error 35 was present in history and trace files due to corrosion on the force sensor also, received with moisture damage on all the electronic assemblies and motor assembly. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. The insulin pump had scratched casing, minor scratches on the lcd window and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a broken force sensor. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the customer confirmed that the insulin pump had not been exposed to an MRI or high magnetic field. However, the customer was unable to clear the broken force sensor alarm and they were unable to rewind with the device. The insulin pump will be returned for analysis.